Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device ¿ 10 months and 5 days. A specific cause for the reported gi bleed could not be determined through this evaluation as the patient remains ongoing on lvad support. No further related events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a colonoscopy and polyps were removed. The patient had gi bleeding related to polypectomy. The patient was transfused with 2 units of packed red blood cells, and the source of the bleeding was clipped. It was also reported that it was not pump related.